Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was experienced a high blood glucose of 339 mg/dl. Customer stated insulin pump was not giving insulin. The customer stated they were off the insulin pump because insulin pump was under delivering. Customer seeing air bubbles of soda pop or champagne size. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.